Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18463147, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19116814, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.